Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The emboshield nav6 referenced in b5 is filed under a separate medwatch report number.

Event description:
Oa: it was reported an orbital atherectomy device (oad) was used to treat a popliteal artery, followed by a left superficial femoral artery (lsfa) and a tibioperoneal trunk (tpt) artery. As the oad was being backed out to treat another lesion, the oad pulled the viperwire guide wire, which dislodged the nav 6 filter. It was indicated the oad pulling the wire out of position was due to improper wire-pinning technique. The retrieval catheter was loaded on the guide wire but was unable to be advanced. The viperwire tip fractured and lodged within the nav 6 filter. The filter was pulled into the sheath. A sheath swap was performed, but the fractured component remained in-vivo, in an occluded vessel. A drug-coated balloon was used to complete the procedure. The patient was in stable condition. The physician had no concerns about long term consequences for the patient. In the physician's opinion, the component may have gotten stuck in the vessel leading to the fracture.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation, foreign body in patient, unintended system movement and unexpected medical intervention appears to be related to operational context. In this case, it is possible that the material separation, foreign body in patient, unintended system movement and unexpected medical intervention is the result of use techniques employed or interaction with the nav6 filter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: b5 (removed "oa:") updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported an orbital atherectomy device (oad) was used to treat a popliteal artery, followed by a left superficial femoral artery (lsfa) and a tibioperoneal trunk (tpt) artery. As the oad was being backed out to treat another lesion, the oad pulled the viperwire guide wire, which dislodged the nav 6 filter. It was indicated the oad pulling the wire out of position was due to improper wire-pinning technique. The retrieval catheter was loaded on the guide wire, but was unable to be advanced. The viperwire tip fractured and lodged within the nav 6 filter. The filter was pulled into the sheath. A sheath swap was performed, but the fractured component remained in-vivo, in an occluded vessel. A drug-coated balloon was used to complete the procedure. The patient was in stable condition. The physician had no concerns about long term consequences for the patient. In the physician's opinion, the component may have gotten stuck in the vessel leading to the fracture.